Event description:
It was reported that the physician inserted the sheath via femoral approach. The hub disconnected from the dilator in the physician's hand.

Manufacturer narrative:
Evaluation: one sheath extension assembly and one dilator were returned. The dilator was separated from the dilator body and appears to have broken off at the base of the dilator hub. No other defects or anomalies were observed. A device history record review was performed and no related issues were noted during MFR of this lot. Conclusion: the report of the dilator hub separating from the dilator body was confirmed through visual inspection. Based on the problem description and no evidence of misuse, the potential cause of this issue is mfg-related.